Event description:
It was reported that the client was seeing noise on the electrocardiogram (ECG) module's transmission. The client also reported that he switched out a known good module and universal serial bus (usb) cable and still was having "trouble." The leads were all checked and appear "good and tight." Technical services provided assistance in resolving the issue by directing the client to adjust the filtering in the application to see if the noise reduces. Additionally, technical services suspects the noise is coming from the computer itself. The client was directed to test the computer without the battery backup to see if the noise is generated from the computer. The patient management system is working as expected. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined. Correction: further review prompted a change in the device analysis results.